Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined. The subject device remains implanted.

Event description:
It was reported that during procedure the subject device was stretched and protruding from the aneurysm. A stent was placed to hold the stretched coil in place.the procedure was completed without clinical consequences to the patient due to the reported event